Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, explanted: (B)(6) 2016, product type: extension. Product ID 3389-28, lot# va171m7, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the patient fell on (B)(6) 2016 and was hospitalized from (B)(6) 2016 for a resurgence of tremors on their left side. High impedances were also discovered. The diagnostic methods included a device interrogation and examination on (B)(6) 2016 that resulted in the identification of the event. A CT scan was also performed on (B)(6) 2016 that resulted in no anomalies. The etiology was stated to be related to the device/therapy, but not related to the implant procedure. The implantable neurostimulator (ins) and right lead were noted. The actions/interventions taken to resolve the issue included explanting and replacing the implantable neurostimulator (ins), lead, and extension on (B)(6) 2016. The severity of the event was noted as requiring an in-patient or prolongation of hospitalization, and resulting in medical/surgical intervention to prevent a life threatening illness or injury or permanent impairment to a body structure or body function. The event was considered resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the cause of the high impedances was unknown and there were no print outs of the patient's device settings or impedances values available. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2016, product type: extension. Product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that there was a dysfunction of the device, so the implantable neurostimulator (ins) was replaced on (B)(6) 2016. It was also noted that the lead and extension were replaced on the same date. It is unknown if the issue was removed. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.